Event description:
It was reported that during a laparoscopic cholecystectomy the device failed to fasten clips properly and one clip broke inside the patient and was retrieved with a grasper. Another device was used to complete the procedure. There was no patient injury. Additional information was requested, but no additional information was provided. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Final device investigation found that the device was returned with no remaining clips and the locking mechanism engaged as intended. The jaw appeared to be in alignment. Upon inspection under magnification, it was found that the gap on the clip retainer exceeded the acceptable limit. The device could not be function tested due to the lack of remaining clips. The device history record was reviewed and no discrepancies were noted. Ethicon endo-surgery, llc is conducting a voluntary recall of certain model er320 devices. Sterilmed initiated a pass through recall of all of its er320 devices on 05/07/2013 and notified its customers of the recall on that date.